Event description:
The surgeon reported that he observed a loose black substance deposited on the posterior capsule. He reported that he had seen a soft brown residue coming from the irrigation hole of two I/a handpieces. The surgeon attempted to remove the substance and a posterior capsule tear occurred. The surgeon performed an unplanned anterior vitrectomy. He enlarged the incision and implanted the intraocular lens in the sulcus. Three corneal sutures were used to close the incision. Postoperatively, there was a strong astigmatism due to the sutures. On day 5 post-op, one of the three sutures was removed and some vitreo-corneal adhesions were observed at the incision site. The doctor stated that these were probably caused by pressure from the patient sleeping on his eye. The adhesions were treated with a yag laser.

Manufacturer narrative:
The surgeon returned four 45 degree I/a handpieces in which he had observed a soft brown residue coming from the irrigation hole. He also returned a paper handkerchief with residue inside. Visual inspection found that the aspiration heads were flat on three of the handpieces, partially collapsing the respective aspiration hole. The irrigation ports were clear on all handpieces with no visual problems. Small gouges were present on the corners of all the back tailpieces. Surgical material was present along all the outside surfaces of the handpieces. The back aspiration openings were clear with no contamination present. One handpiece had an orange/brown rusty residue appearance build up on the inside wall. The other handpiece had an orange/brown substance present on the outside top edge of the male luer and present in the inside diameter. The residue in the handkerchief was assessed using sem/edax analysis. The analysis indicated that the dark brown material was composed of carbon (c), oxygen (o), silicone(si), chlorine (ci), manganese (mn), iron (fe), nickel (ni) and copper (cu). The exact identity or source of the particles is unknown. The material appears to be a combination of surgical material buildup, cleaning solutions and handpiece metal / brazing components which have reacted with the cleaning solutions. The root cause of the reported residue could not be determined. All handpieces are cleaned, 100% visually inspected and flow tested at the end of the manufacturing process by trained operators to insure all visual attributes are acceptable. A copy of the directions for use (dfu) was provided to the customer which includes cleaning and sterilization recommendations. This report was mailed to FDA on: 08/07/2009.